Event description:
During the surgical procedure, a 2.5 hexagonal screwdriver shaft broke into two. The surgeon removed the screwdriver from the field and confirmed that by x-ray that there were no retained foreign bodies. A second screwdriver was brought onto the field for the remainder of the case.